Event description:
It was reported to medtronic neurosurgery that during the implantation surgery, the physician found that the chamber of the valve leaked. The physician reported that he saw a tear and decided to not use the valve. He used a new shunt kit to complete the operation. It was also reported that the pt is overall doing ok.

Manufacturer narrative:
The valve was patent. Crystalline debris was observed in the interior of the valve. No proteinaceous debris was observed. The valve met requirements for the siphon, reflux, leakage, and preimplantation tests. It also met all the requirements for the pressure-flow tests. Therefore, the conditions of the complaint could not be duplicated by lab personnel. A review of the mfg records showed no anomalies. A 23.6 cm of the ventricular catheter was returned. The catheter was patent. It did not meet requirements for the leakage test due to a tear. The catheter met requirements for the tensile strength and ultimate elongation tests. It is unk how or when the damage occurred. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the mfg records showed no anomalies.